Event description:
In 2008, a clinical incident involving a tristar 50 with integrated cable arthrowand was reported to arthrocare corp. During a knee arthroscopy procedure, it was reported the electrode balls had detached from the tip of the wand and remained in soft tissues at the back of the pt's knee. There was no reported pt injury.

Manufacturer narrative:
The device will be returned to arthrocare for investigation.